Event description:
Physician reported that a patient experienced numbness and it was confirmed via x-ray that a tritanium pl cage placed in l4/5 migrated post-operatively. Revision surgery was performed.

Manufacturer narrative:
Correction to d.10. 'Returned to manufacturer on': populated date to 11/04/2019 as previously not sent. Correction to h.4. 'Manufacturing date': updated from 11/11/2019 to 01/19/2018. Visual inspection: the cage was fully intact with no fractures, deformation, or any other nonconformties present. Device and complaint history records were reviewed, and no relevant manufacturing issues or similar complaints were identified. Per surgical technique: early loosening may result from inadequate initial fixation, latent infection, premature loading of the device or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, or pain. The most common cause for this problem is the insertion of an undersized cage, also inadequate site preparation may also be a factor along with inadequate posterior pedicle screw compression after cage insertion.

Event description:
Physician reported that a patient experienced numbness and it was confirmed via x-ray that a tritanium pl cage placed in l4/5 migrated post-operatively. Revision surgery was performed.